Event description:
It was reported that patient said that the purewick flex female external catheter are not suctioning right. They said that 3 wicks did not work. Did trouble shoot with the unit with a wick and the water suctioned out successfully. Informed the customer to bend the wick into a u shape and to pinch the tip to allow the extra suctioning. The unit functioned properly. Would also replace the five defective wicks. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue. Per additional information received from customer via email on 02oct2025, it was reported that don't remember the lot number, but already shared it to the supplier, (B)(4). Please get it from them. There were 4 defects. After that, they experienced 2 more times from new box. They haven't received the replacement for recent 2 malfunction catheters.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, as it states: "do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams)". If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. Before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick flex female external catheter are not suctioning right. They said that 3 wicks did not work. Did trouble shoot with the unit with a wick and the water suctioned out successfully. Informed the customer to bend the wick into a u shape and to pinch the tip to allow the extra suctioning. The unit functioned properly. Would also replace the five defective wicks. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.